Event description:
It was reported during an unknown procedure the shield on the trocar would not retract. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, and trocar condition, a,bconforming; and stopcock condition, a,closed,b,open. Functional tests & results: flapper door functional and lockout functional, a,bconforming. Analysis conclusion: based upon the visual examination and functional test performed, instrument a was found to be conforming. It was confirmed that instrument b safety shield would not lockout possibly due to a skewed obturator handle weld. No conclusion could be reached as to why the weld was skewed. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.